Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with hysterectomy/bso; cystoscopy on (B)(6) 2005 due to sui, menometrorrhagia, fibroid and mesh was implanted. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia. It was reported that patient underwent trachelectomy; anterior & posterior repair; sacrospinous ligament suspension on (B)(6) 2005. It was reported that patient underwent excision of vaginal sling on (B)(6) 2009.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced bladder outlet obstruction, infection and vaginal scarring.